Event description:
It was reported that the patient died. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned in the was in the laa of the patient and then inserted the ice catheter and was. The physician manipulated the was due to the ease of aspiration they noted. The physician then removed the was catheter and reflushed the device before reinserting it back into the patient. At this moment. The patient had a large audible gasp and the anesthesiologist noted that the patient was not breathing. The patient was intubated, and cardiopulmonary resuscitation (CPR) was started. CPR was performed for ten (10) minutes, but the patient's pulse nor respiration returned. The patient did not recover, and the patient died due to the respiratory arrest.